Manufacturer narrative:
The device sample was received by manufacturer, but the investigation has not been submitted at the time of this report. The device history record review of the product visistat 35w 6/box, lot #01b1400216 did not show issues related to complaint.

Event description:
Alleged event: a staple was properly applpied and then the stapler jammed. The patient's condition is fine.